Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall and developed a possible infection at the ipg site. The patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted. Cultures were not taken. The patient was treated with IV antibiotics and the ipg pocket was irrigated and closed after the surgery. Upon discharge the patient was sent home on oral antibiotics.

Event description:
Follow up information identified the infection has cleared.